Manufacturer narrative:
(B)(4). Baxter received the device. During baxter's functionality testing, the device failed to detect an upstream occlusion. This symptom was inadvertently missed during evaluation and because the pump is no longer in its received condition the evaluation cannot be performed. No related device malfunction was observed and the device was reworked to ensure continued accurate occlusion detection.

Event description:
During baxter's functionality testing of a spectrum pump, the device failed to detect an upstream occlusion. There was no patient involvement.